Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, also there was no clogging of foreign material in the outlet of the air/water nozzle. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based upon the information from the user, there was the possibility that this phenomenon was attributed to the entering foreign material into the air/water channel, or the entering the air into the air/water channel temporarily due the damper phenomenon. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the air/water feeding was poor due to nozzle clogging. The facility had reprocessed the subject device appropriately according to the instruction manual. There was no report of patient injury associated with the event.